Manufacturer narrative:
(B)(4). Unit received with failed battery test and had high sleep current. Problem isolated to electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. Customer's blood glucose level was 85 mg/dl. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Customer was advised to wait for the insert battery alarm before inserting a new or fully charged aa battery and to ensure that the battery is securely fastened and battery slot was aligned horizontally with the insulin pump and also advised if not aligned or tightened the insulin pump may give battery failed alarm however insulin pump alarmed battery failed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.